Event description:
The customer reported a channel disconnected event while infusing on a pt. The infusion was in process for three hours and occurred while the pt walked to the bathroom. The module was restarted and the infusion completed. The biomed inspected the iui connectors and did not visualize contamination or corrosion. The biomed cleaned the iui connectors with alcohol and ran both modules at 50 ml/hr for 20 minutes without incident. There was no pt harm or medical intervention reported. No additional pt or event details were provided.

Manufacturer narrative:
(B)(4). The customer's report of channel disconnect event was confirmed and replicated. A review of the pcu device logs showed that three channel disconnect/loss of power events occurred on (B)(6) 2013. The first event occurred at 8:38 am when the user pressed the channel select button the device alarmed immediately for a channel disconnect event. The second event occurred at 9:54 am during an infusion of maintenance IV fluids. The third channel disconnect event occurred at 11:53 am during a basic infusion. These channel disconnect events would have stopped the infusions in progress and been accompanied by an audio alarm and a visual channel disconnect message on the pcu display. A close inspection of the iui connectors notes the presence of contamination that could produce channel disconnect events. Contaminates were also found on various iui pins on the returned associated devices. Dried fluid residue could also be seen on the bodies of the iui connectors. The root cause of the channel disconnect events is being attributed to fluid contamination on the iui connector contacts.